Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after the implantation procedure, the implantable cardiac monitor (icm) detected false asystole episodes. It was noted that the device experienced diminishing r-wave amplitudes. The device remains in use. No patient complications have been reported as a result of this event.